Manufacturer narrative:
Data analysis: the imc and rlm logs were reviewed and deemed irrelevant for this failure mode. Device analysis: the console was returned to japan fs. Upon arrival, the aic was powered on and connected to an external monitor via vga from the rlm. The issue of no signal was reproduced. Japan fs replaced the rlm module and tested the vga output of the rlm. The vga connection to the external monitor behaved as expected with no issues. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant in japan had an aic (automated impella controller) in at the office, not in a patient use when it was found to have display issues. There was no harm or injury from the display/vga issue. Should an aic fail in patient support the IFU states to use a backup console.